Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after expiration.

Event description:
Subsequent to the previously filed report, additional information was received. It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, the physician felt resistance and tried to remove the device but was unsuccessful. It was noted that the footplate of the proglide device had partially separated in the patient's anatomy. As a result, vascular surgery was consulted, and a surgical cutdown was performed to retrieve the device. It was also noted that there was damage to the vessel. To achieve hemostasis, a surgical cutdown was performed and a patch was placed. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. It was determined the device used expired on december 31, 2023. The procedure date was (B)(6) 2025 which is 1 year and 3 months after expiration date. It should be noted that the electronic perclose proglide instructions for use describes the expiration date symbol located on the device label that displays the symbol and printed expiration date. The safety and effectiveness of the device is validated to the expiration date. It is unknown if the use after expiration contributed to the difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the guide broke during insertion. This would allow the foot to float and possibly separate in the attempted removal. The separation would also contribute to the entrapment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6- health effect - clinical code: code 4582 was removed and code 4559 was added. H6 - health effect - impact code: code 4641 was removed and codes 4624 and 4604 were added. H6 - medical device problem code: code 3190 was removed and codes 1562 and 1212 were added.